Manufacturer narrative:
Supplemental MDR correction /supplemental MDR device evaluation. H6 evaluation result codes: 170. H6 evaluation conclusion codes 23. H10: two photos but no physical samples were received by the quality team for evaluation. From the photos it was observed that there was a kink in the tubing below the pumping segment. A device history record review for model 2426-0007 lot number 20055405 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 07may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Manufacturing has previously investigated the tubing kink issue. Based on the investigation the root cause of the kinked tubing was determined to be due to improper coiling and pouching during the manufacturing process. Public clinical information instructs to massage crimped/kinked areas to facilitate flow. This incident has been added to our database of reported incidents. H3 other text : see h10.

Event description:
It was reported that as lvp 20d 3ss cv tubing kinked. The following information was provided by the initial reporter: material no.: 2426-0007, batch no.: 20055405. It was reported that tubing was kinked in package. Customer response 18-aug-2020: are there any specific dates of events when you noticed the kinked tubing? We noticed this particularly in the last couple of weeks. I doubt it was unique to this lot as we go through about 80 units/day. Is the reported sample available for evaluation? Yes, but you already have pictures from me. Were there any adverse events associated with the defect reported? No one died, although mr. Ballard might have had he been with arm¿s reach. We had problems with infusions (propofol) stopping repeatedly during the case with ¿air in line¿. Mostly it was frustration with maintenance IV fluids either refusing to run at all or alarming every few minutes. It is not acceptable to say, ¿the tubing comes kinked; please unkink before using¿. My colleagues have had serious issues with critical infusions (dopamine) stopping in the middle of the case with a false ¿air in line¿ alert. This problem is not unique to primary children¿s. Bd needs to fix this.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: two photos of the model 2426-0007 with kinked tubing and were submitted by the customer for quality evaluation. The customers complaint of kinks in the tubing was visually verified based on the photos provided. A device history record review for model 2426-0007 lot number 20055405 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d 3ss cv tubing kinked. The following information was provided by the initial reporter: material no.: 2426-0007, batch no.: 20055405. It was reported that tubing was kinked in package. Customer response 18-aug-2020: are there any specific dates of events when you noticed the kinked tubing? We noticed this particularly in the last couple of weeks. I doubt it was unique to this lot as we go through about 80 units/day. Is the reported sample available for evaluation? Yes, but you already have pictures from me. Were there any adverse events associated with the defect reported? No one died, although mr. (B)(6) might have had he been with arm¿s reach. We had problems with infusions (propofol) stopping repeatedly during the case with ¿air in line¿. Mostly it was frustration with maintenance IV fluids either refusing to run at all or alarming every few minutes. It is not acceptable to say, ¿the tubing comes kinked; please unkink before using¿. My colleagues have had serious issues with critical infusions (dopamine) stopping in the middle of the case with a false ¿air in line¿ alert. This problem is not unique to primary children¿s. Bd needs to fix this.